Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the reported low speed alarms, low flow alarms, pump stop events and yellow wrench advisories associated with driveline fault alarms were confirmed via the log file data provided by the account. Log files (B)(4), (B)(4), and (B)(4) contained overlapping relevant data spanning from (B)(6) 2018 at 11:53:02 to (B)(6) 2019 at 09:28:24, per the timestamps. Intermittent yellow wrench advisories associated with driveline fault alarms were recorded throughout the log file data, beginning on (B)(6) 2019. Low speed and low flow alarms associated with pump stop events were recorded on (B)(6) while the system was supported with the power module and began at 08:57:20 and 09:07:46. Based on our complaint history and similarly reported events, the data captured in the log files is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the alarms cannot be conclusively determined through this evaluation. During a clinic visit driveline fault alarms were noted in the patient¿s alarm history. The patient¿s system controller was exchanged, and the patient continued to experience driveline fault alarms. The patient incurred low speed/flow alarms and pump stops on (B)(6) 2019 and was upgraded to status 2 on the transplant list. The patient was placed on an ungrounded patient cable prior to receiving a transplant on (B)(6) 2019. The center communicated that (B)(4). Would not be returned for evaluation. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 1 month. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist (lvad) on (B)(6) 2015. It was reported that device interrogation revealed driveline fault alarms. The system controller was exchanged and log files were submitted for both controllers. There was no reported adverse impact to the patient due to the observed alarms. The manufacturer's technical service representative reviewed the submitted log files and observed 34 yellow wrench alarms indicating driveline fault between 07-dec-2018 and 19-dec-2018. X-ray images submitted for review were unremarkable. On 27-dec-2018, additional log files for new system controller submitted for review showed the same phase to be the cause of the driveline fault event, which potentially could be caused by an issue with the driveline.

Event description:
Log file analysis noted additional pump stoppage events on (B)(6) 2019 while the patient was connected to the power module. It was communicated that it appeared the driveline fault had matured into a short to shield. While admitted the patient was placed on a un-grounded cable. When the patient was changed from ungrounded cable to battery, a pump stoppage event occurred. On (B)(6) 2019, it was reported the patient was transplanted on (B)(6) 2019. The patient was elevated to status 2 on the unos list due to device malfunction. The patient was not able to have a driveline repair before the transplant.